Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (21d048av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure, a microcatheter (unspecified brand) was delivered to an aspiration catheter (unspecified brand) and the 5mm x 33mm embotrap ii revascularization device (et007533 / 21d048av) was delivered to the distal end of the microcatheter; the embotrap ii device did not enter the vessel. The physician decided to change the original surgical plan and decided to aspirate the thrombus with the aspiration one time, then tried to withdraw the embotrap ii device, but significant resistance was encountered and the embotrap ii device could not be retracted. The physician removed the microcatheter and the embotrap ii from the patient. The embotrap ii device was pushed out from the microcatheter tip in vitro. After aspiration of the thrombus via aspiration catheter once, the vessel was not opened. The physician switched to a new thrombectomy device to complete the procedure using the original microcatheter. There was no report of any negative patient impact. On 18-dec-2023, additional information was received. The information indicated that the location of the target occlusion was the right middle cerebral artery (mca). The response to the question regarding what pass sequence the device was on when the issue was encountered is as following: ¿physician tried to withdraw the stent, but encountered significant resistance and the stent could not be retracted.¿ the physician replaced the 5mm x 33mm embotrap ii with a 5mm x 37mm embotrap iii revascularization device (et307537). Recanalization was achieved with the replacement embotrap iii device. The information confirmed there was no negative patient impact. The reported issue did not result in any clinically significant delay in the procedure.